Manufacturer narrative:
D5,6; h2,3,4,6; g4: added addition info. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: b/a washer present/condition, present/cut; damaged anvil / anvil shroud, no; damage guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no; and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good; and trocar / anvil fit, good. Analysis conclusion: based on the info recieved and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulites noted of malformed staples. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a bowel resection the cdh25 was used upon firing, the staples did not form and the anastomosis was not complete. The case was completed by hand sewing. There is no other info available at this time. 10/1/97 the rep reports after resection, the detachable head was placed in the resected proximal portion of bowel and closed using a purse string. The distal portion of bowel was closed using purse string. An incision into the distal end of the bowel was made and the anvil shaft was introduced into the otomy. The separate portions of the device were brought together and the device fired. The case was completed by hand sewing with purse string sutures. There was no consequence to the pt.